Manufacturer narrative:
Pump passed the displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. Unable to perform excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window and broken reservoir tube lip.

Event description:
It was reported via phone call that customer received a motor error alarm and a no delivery alarm. Customer's blood glucose was 541 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was not able to complete rewind process. During trobleshooting for no delivery alarm, caller continued to receive a no delivery alarm. Insulin pump would be replaced.